Event description:
Provider states the right and left motors are noisy and overheating, the chair pulls to the left side and the drive wheel mounting hardware is loose.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.